Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse proactively replaced the wash station and the vacuum pump. The cse ran quality controls and adjustments, which were acceptable. The cse also ran twelve replicates of maintenance performance measurement on the instrument. The cause of discordant calcitonin results on one patient sample is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant calcitonin results were obtained on one patient sample on an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The original sample was repeated on the same instrument and resulted higher than the initial result. The original sample was then repeated multiple times on the same instrument, all resulting lower. A new sample was obtained from the patient and was tested on the same instrument, also resulting lower. It is unknown which result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcitonin results.